Manufacturer narrative:
A ge representative evaluated the system, and replaced the right monitor. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
Customer reported the right monitor is hazy, flickers, and loses contrast. No pt injury was reported.